Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0vgl0, implanted: (B)(6) 2015, product type: lead . Product ID: 3387s-40, lot# va0vgl0, implanted: (B)(6) 2015, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported that the patient was scheduled for surgery on (B)(6) 2016 to reposition the electrodes. The hcp was a MRI technician calling in for guidelines. The patient¿s symptoms had worsened and she had dystonic storms every hour that last for four to five minutes. Her dystonia had been increasing in episodes and spasticity. This began in early 2016. The patient¿s indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the patient had their right side lead replaced because it had moved as the patient grew. The hcp reported that this was to be expected. No further patient complications have been reported as a result of this event.